Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information was requested. A questionnaire was received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) was inserted and removed during an iol implant procedure. A questionnaire was returned from a materials manager reporting an anterior vitrectomy was performed during the procedure. The surgery was completed with an anterior chamber iol.